Manufacturer narrative:
Product complaint-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is reported "post-op five separate excision cases the sutures have split. During the case the sutures tied off properly. They are splitting deep" the event occurred is documented as intra-op, but the event states sutures split post-op, can you please explain or clarify. Did the suture break post-op initial procedure in all 5 cases? Or did the suture break intra-op while suturing on patient in all 5 cases? It is also stated "case completed with another device of the same product code", does this mean the suture broke intra-op and during same initial procedure case was completed by using another device for all 5 cases? Or does it mean there was medical/surgical intervention done post-op/after initial procedure on all 5 cases? If medical/surgical intervention was performed for this suture event? Please describe what was done? Patient(s) current condition?

Event description:
It was reported that a patient underwent an excision on an unknown date and suture was used. It was reported that post-op, the suture had split. During the case the suture tied off properly. It was splitting deep. The case was completed with another device of the same product code. There were no patient consequences reported. Additional information has been requested to clarify event reported.